Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with approximately 300 units of cold insulin. The customer's blood glucose (bg) level was 382 mg/dl. A bolus was delivered to address bg level. Recommendation was made by tandem technical support to load the cartridge with room temperature insulin. Customer declined to load a new cartridge or reload the existing cartridge. The customer also declined further troubleshooting or follow up.